Manufacturer narrative:
Medwatch completed with the information provided in the user facility medwatch #4945165. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A maude event report was received that reported a hospital facility reported a repeating air detector alarm about 10 seconds after hemodialysis treatment started. The treatment could not be reset. The patient had to disconnect from the unit and the provider was unable to safety return the patient's blood in the line back to the patient, resulting in blood loss. The patient was able to start therapy on another unit. The patient experienced no adverse effects and did not require any medical intervention. Blood tests were scheduled for the patient. No product is available for return.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. All products are released according to specifications and meet requirements before entry into the field. A device evaluation, including a device history review could not be performed as the serial number is unknown and the device was not made available for evaluation.